Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was over 400 mg/dl at the time of the incident. Customer stated the other blood glucose was over 100 mg/dl. The customer stated that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was over 400 mg/dl and the sensor glucose was 200 mg/dl. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was below 50 mg/dl. Suspend on low limit in sensor settings was 70 mg/dl. Sensor glucose and blood glucose difference was 200 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Troubleshooting was performed. The customer was treated with insulin pump. The sensor will not be returned for analysis and insulin pump will not be returned for analysis.